Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal tip of the device broke off in the patient and the joint had to be opened to manually remove it. A backup device was available to complete the procedure. A delay of between 30 and 60 minutes was reported to retrieve the broken piece. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - one 2.5 dyovac suction punch was returned for evaluation. Visual assessment of the device showed the distal tip of the stationary tube has broken off. The break is at the weldment. Examination of the weldment using a stereo microscope showed it did not meet print weld penetration specifications. As a result the vendor for this component has implemented improvements to their welding process. This device was manufactured prior to this change. (B)(4).